Event description:
It was reported that during a follow-up, the device settings were reprogrammed due to intermittent undersensing observed during a vf episode. It is believed that the vf was no treated by therapy while the patient was asleep. A narrow but still within range impedance on both hv impedance and rv pacing impedance was noted. At follow-up, device function was normal during testing. The patient will continue to be monitored through merlin.